Event description:
It was reported that during a laparoscopic splenectomy procedure, after using on the pt for 10 min, the generator alarmed and displayed error code 5. The customer used another device to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade cracked. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the mfg process.